Event description:
It was reported during a ptca/stent procedure in a lesion proximal to a previously implanted stent, after predilatation, the stent failed to cross the lesion. The undeployed stent was pulled back through the guiding catheter (contrary to IFU) and the lesion was predilated again. A second attempt to cross the lesion with the duet was again unsuccessful. A second attempt to retract the stent through the guide catheter (contrary to IFU) resulted in stent separation from the stent delivery system (sds). There was an unsuccessful attempt to retrieve the stent with a snare. The stent eventually lodged in the posterior lateral branch of the rca. There were no more attempts to retrieve the stent and no more treatments to the intended lesion. The pt remained stable throughout the entire procedure.